Manufacturer narrative:
(B)(4). One therapy ablation catheter was received for evaluation. Bulges were noted in the distal section of the shaft. The distal portion of the catheter shaft was torn and separated from the middle section of the shaft. The middle section of the shaft had been cut and separated. Microscopic analysis noted gaps between electrode ring 2 and the shaft and between electrode 3 and the shaft. These gaps were consistent with the damage seen proximal to this area. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the damage to the device is consistent with damage during use.

Event description:
During a supraventricular tachycardia ablation procedure using a therapy ablation catheter, the tip of the catheter became partially detached. The therapy ablation catheter was advanced via a retrograde approach into the left ventricle. Several minutes later the device became partially detached. A non-sjm snare device was used to separate the catheter into two pieces and retrieve them successfully. The procedure was then completed with no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).